Event description:
Our consultant in the (B)(6) was contacted by a vns treating physician reporting that they had a vns patient who had died suddenly. Their death was reported to be not vns related but no circumstances around the death were provided. The patient did not have an autopsy performed and their death was not witnessed. Their explanted products are being returned for analysis. Their device was programmed on at the time of death and they had a 50% reduction in their seizures. Based on the circumstances of the death reported it is probable sudep.